Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. The concerned device was explanted but has not been received for investigation yet.

Event description:
It is reported that the patient is no longer able to hear with the device. There are no reported incidents of accident or trauma.

Event description:
It is reported that the patient is unable to hear with the device. There is no reported incidents of accident or trauma.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
It is reported that the patient is no longer able to hear with the device. There are no reported incidents of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that the patient is unable to hear with the device. There is no reported incidents of accident or trauma.